Manufacturer narrative:
The device returned. In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr) and mitral stenosis. Mr and mitral stenosis are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient returned to the hospital and a valve replacement was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
(B)(6) - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet flail. One mitraclip was successfully implanted, reducing the mr to grade 1+. On (B)(6) 2024, recurrent regurgitation, along with a mean mitral valve gradient of 6mmhg were noted. On (B)(6) 2025, the patient presented with mr grade 3+ and a valve replacement was performed. The mr was reduced to trace. Tricuspid valve repair was also performed. There was no report or indication that the tricuspid valve repair was related to any clip device.

Manufacturer narrative:
The device is returning for analysis. It has not yet been received. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.